Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced an uncomfortable heating sensation at the ipg site beginning in (B)(6) 2019. Troubleshooting confirmed the sensation only stops when the ipg is turned off, and is independent of the patient¿s leads being turned off. X-rays were unremarkable for significant lead migration. To address the issue, the physician plans to perform surgical intervention.